Event description:
It was reported that the patient had experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy on the homechoice device. The home patient said that they were on the initial drain when they received a low drain volume alarm after which, they bypassed the initial drain. The patient went through a fill cycle and then into dwell 1. The technical service representative instructed the patient to perform a manual drain and the drain volume equaled 3919ml. The patient¿s fill volume equaled 2200ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.